Event description:
Clinic notes dated (B)(6) 2015 indicated that the patient was experiencing breakthrough seizures, which were thought to be due to the generator needing to be changed. The patient was referred for surgery. The patient underwent generator replacement due to battery depletion. The explanted generator is expected to be returned for analysis, but has not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Analysis of the returned generator was completed. The device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
The explanted generator was received for analysis. Analysis is underway, but has not been completed to date. The implant card was received and indicated that the reason for replacement was battery depletion.